Event description:
Case description: investigation results. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: actrapid penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following. Investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked and expected date of follow up report was removed. Device addendum tab: annex b c d g codes updated. Narrative updated accordingly. No consent to safety follow up, hence no further information available. Final manufacturer comment: 21 april 2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. The reported clinical events diabetic hyperglycaemia and hypoglycaemia could be attributed to diabetic complications. H3 continued: evaluation summary. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hospitalized due to hypoglycemia (coma) due to np4 issue [hypoglycaemic coma], hospitalized due to hyperglycemia (coma) due to np4 issue [diabetic hyperglycaemic coma,] np4 issue [device issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hospitalized twice due to hypoglycemia (coma) due to np4 issue(coma hypoglycemic)" with an unspecified onset date , "hospitalized twice due to hyperglycemia (coma) due to np4 issue(coma hyperglycemic)" with an unspecified onset date , "np4 issue(device issue)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: actrapid penfill: current condition: diabetes mellitus (type and duration not reported). On an unknown date the patient was hospitalized twice due to hypoglycemia (coma) and hyperglycemia (coma) due to np4 issue. Batch numbers: novopen 4: requested actrapid penfill: requested. Action taken to actrapid penfill was not reported. The outcome for the event "hospitalized twice due to hypoglycemia (coma) due to np4 issue (coma hypoglycemic)" was not reported. The outcome for the event "hospitalized twice due to hyperglycemia (coma) due to np4 issue(coma hyperglycemic)" was not reported. The outcome for the event "np4 issue (device issue)" was not reported. Reporter's causality (novopen 4) - hospitalized twice due to hypoglycemia (coma) due to np4 issue (coma hypoglycemic) : unknown hospitalized twice due to hyperglycemia (coma) due to np4 issue(coma hyperglycemic) : unknown . Np4 issue(device issue) : unknown. Company's causality (novopen 4) - hospitalized twice due to hypoglycemia (coma) due to np4 issue(coma hypoglycemic) : possible . Hospitalized twice due to hyperglycemia (coma) due to np4 issue(coma hyperglycemic) : possible . Np4 issue(device issue) : possible . Reporter's causality (actrapid penfill) - hospitalized twice due to hypoglycemia (coma) due to np4 issue(coma hypoglycemic) : unknown . Hospitalized twice due to hyperglycemia (coma) due to np4 issue(coma hyperglycemic) : unknown . Np4 issue(device issue) : unknown. Company's causality (actrapid penfill) - hospitalized twice due to hypoglycemia (coma) due to np4 issue(coma hypoglycemic) : possible. Hospitalized twice due to hyperglycemia (coma) due to np4 issue(coma hyperglycemic) : possible . Np4 issue(device issue) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.